Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for non malignant pain and failed back surgery syndrome.. It was reported that the patient was having trouble charging. Patient reported to have received a por code and the therapy had stopped. The patient was trying to charge the device when por was obtained. Patient had 1/4 charge on the device at the time and was getting all 8 coupling bars. The patient was informed to continue charging and then clear the por message using the programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.